Manufacturer narrative:
Additional info has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was received and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
Pt underwent a lapidus bunionectomy of metatarsal phalangeal joint with two 3.5 mm screws and graft and a weil osteotomy to left 2nd metatarsal with 12 mm snap off screw. Four months follow-up x-ray showed one screw broken. X-ray taken 7 months post operative shows a nonunion of the mcj joint with broken hardware. Pt was returned to the operating room for revision: the broken screw and intact screws were removed, takedown of fibrous nonunion and implantation of depuy plate and graft from pt's distal tibia.